Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer¿s daughter reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reports the drive support cap was normal. Displacement test was passed. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.